Event description:
It was reported that a patient was admitted to hospital for blood loss last wednesday, pump just received has error code 1740 on pump screen. Cadd legacy. Replacement pump being sent and box for return. It was reported that remodulin was being infused continuously per intravenous route, dose: 156 ng/kg/min; strength 10mg/ml for primary pulmonary arterial hypertension. No further details provided.

Manufacturer narrative:
Additional contact information: (B)(6).